Event description:
Additional information received from the patient reported that they never had therapeutic effect. It was noted that the patient's programming hadn't been successful since implant. The patient was reprogrammed again and the stimulation was still not correct and she did not have relief of the pain. The patient had an x-ray which was inconclusive and then a CT scan that showed the placement of the device was off. The patient had the device removed.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for spinal pain reported the ¿implant was positioned incorrectly on my spine, therefore the stimulator never worked,¿ and they never got therapy. As a result both the implantable neurostimulator (ins) and leads were removed in (B)(6) of 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.